Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2020-03681 for the first flexiva 1000 laser fiber and MFR. Report # 3005099803-2020-03682 for the second flexiva 1000 laser fiber. It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 1000 laser fiber was used in a bladder stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the fiber tip broke off inside the patient. A second of the same device was opened and the same issue occurred. Reportedly, the fiber tips were retrieved successfully with a grasper. The procedure was completed with a third flexiva 1000 laser fiber. There were no patient complications reported as a result of this event.